Event description:
It was reported that: the display went blank, the alarms were making a "warbly" sound and the ventilator stopped functioning. The pt was removed from the ventilator and hand ventilated.